Manufacturer narrative:
The device was received at zoll medical corporation for evaluation. The reported malfunction was observed and attributed to a faulty resistor on the main board. The main board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.